Event description:
The user received questionable results for magnesium on the cobas 6000 analyzer for one patient sample. The initial magnesium result from (B)(6) 2010 or (B)(6) 2010 gave 0.94 mg/dl. The user could not provide the exact date of the initial magnesium result. This sample was repeated giving 1.34 mg/dl. The repeat magnesium result of 1.34 mg/dl was reported outside the laboratory. On (B)(6) 2010 the initial sample was repeated twice on an integra 800 analyzer giving 0.7 mg/dl each time and repeated twice on this cobas 6000 analyzer giving 0.9 mg/dl each time. The user used the repeat magnesium result of 0.9 mg/dl as the corrected report for this patient sample. The patient was not adversely affected. The magnesium reagent lot number was 63070501. The field service representative was unable to determine a cause. He ran performance tests which were acceptable.